Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead was recently implanted and a few days post-surgery the patient began to feel pain in their chest. The patient was hospitalized where an x-ray and CT scan revealed the rv lead had perforated the patient¿s heart. Surgical intervention was performed and the rv lead was successfully repositioned. The patient came back to the hospital a few days after the revision procedure, again complaining of pain. An x-ray revealed a second perforation of the heart had occurred. The rv lead was again repositioned successfully. No additional adverse patient effects were reported.